Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the received device was forwarded to commercialized product development for evaluation. Review of the received device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received stated that there were 2 units of smartset cement used. No other information is available.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address subsidence and loosening of the tibial component at the cement to implant interface. Depuy smartset cement manufacturer was used. The patient's primary attune fixed bearing tibial tray, posterior stabilized femur, and fixed bearing posterior stabilized insert were removed and replaced by attune revision components. The tibial tray was loosened and debonded at the cement to implant interface. The femoral component was well-fixed, but revised.. The product codes and lot numbers for the cement is not available. Doi: (B)(6) 2015 dor: (B)(6) 2020 right knee.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.